Event description:
It was reported that the patient experienced herniation in the initial implantation of the inflatable penile prosthesis (ipp) and it returned. The ipp reservoir moved out of space and herniated into the scrotum. The surgeon repositioned the reservoir back to the space of retzius under general anesthesia and prior to making incision. All the component were working fine and none of them were explanted. The patient will need to follow up with the surgeon to repair the hernia. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.